Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the in the last 10 to 15 minutes they got a low flow alert (02) in an arctic sun device. They checked the connections but could not get the flow rate to increase. Flow was 0.7lpm. Flow was 0.7lpm, inlet pressure (ip) was negative 7.0psi, circulation pump command (cpc) was 35 percentage, pump hours were 2354.5 and system hours were 2425.5. Asked nurse to feel for any kinks or flat sections in the pad tubing. They were able to find one section that was flat. When they squeeze it open, it goes flat again. Flow was 0.8lpm. Baby at target. Suggested continuing to attempt to keep that section of the tubing open and monitoring flow rate. If the flow rate drops more, replace pad as the heater would not be able to work at full capacity. Per follow up information received via phone on (B)(6) 2026, spoke with charge nurse who stated they decided to exchange the infant pad for a new one because the tube continued to deflate. The flow rate continued to drop due to the flattening of the tube, and they were concerned it would not work in rewarm mode. The new pad worked without issue and therapy completed. Requested a sample collection box.